Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any loss of prime events and the total daily delivery reflected the user¿s programed basal settings. Using the returned battery cap and a test cartridge cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Audio and normal bolus were executed and recorded correctly. The pump delivery accuracy and the force sensor calibration reading were within specifications. Pump casing was opened and no anomalies were found with the force senor assembly or with the pump interior. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a loss of prime issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 300 mg/dl with extreme drowsiness/difficulty waking up/confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, since (B)(6) 2014, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge changes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. No information was provided regarding the cartridge use techniques. The reported loss of prime issue was not resolved by trouble shooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event due to an alleged loss of prime issue of unknown causes.